Event description:
Adverse event(s): "overcorrection". Product problem(s): "none reported" (no information). An ophthalmic technician reports a pt is overcorrected in the right eye following refractive surgery. The surgeon's target was +.25 sphere and at 6 weeks post-op, this pt's manifest refraction was +.75 - .50 x 10. Bcva was 20/20 and ucva was 20/25.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).